Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a recurring invalid transmitter ID error occured. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.